Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event at the time of the complaint. The black box showed no sudden drops in voltage prior to the alleged overheating. No battery was returned with the pump. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The test battery cap was unable to fully tighten to the pump. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture inside the pump. The temperature issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).